Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead exhibited pacing inhibition during the evening following implant, while the patient remained in the hospital. A guidant technical services (ts) consultant discussed the sensing path of the lead, as it is an integrated bipolar lead. To date, there have been no reported patient symptoms associated with this clinical observation.